Event description:
It was reported that the patient has been experiencing diaphragmatic stimulation due to atrial pacing, which has been worsening. The device was programmed to turn off the chronic lead trend, and to not allow capture management to adapt outputs automatically. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that upon system upgrade the right atrial lead was found to be causing the diaphragmatic stimulation and under fluoroscopy it showed the lead had dislodged. The right atrial and ventricular leads were capped, the device was removed, and new device and lead system was implanted. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient has been experiencing diaphragmatic stimulation due to atrial pacing, which has been worsening. The device was programmed to turn off the chronic lead trend, and to not allow capture management to adapt outputs automatically. The device remains in use. No patient complications have been reported as a result of this event.